Event description:
Event description guidant received information that this pacemaker was pacing at the programmed maximum sensing rate when programmed in the rate response mode. The patient presented to the emergency room. The device was explanted and returned for analysis.